Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the actions and interventions taken to resolve the issue was the attending physician planned to call the managing physician. The cause for the empty pump was the patient missed 3 refill appointments, the first being on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving bupivacaine 20mg/ml at 5.513mg/day and morphine 20mg/ml at 5.513mg/day via an implantable pump. The indications for use was spinal pain. On (B)(6) 2020 it was reported that the patient had an MRI for colitis and when they were looking to see if the pump had recovered post-MRI they noticed that the pump went empty on (B)(6) 2020 at 8:06pm. No patient symptoms and no further complications were reported or anticipated.